Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, silicone migration, seroma-late, cancer.

Event description:
Patient reported saline implant deflated . Silicone migration, seroma-late and cancer. Device remains implanted left side. The event of cancer is considered not device related.